Manufacturer narrative:
The product was not returned for evaluation. The reporter did not provide a lot number or any identification traceable to the mfg process. Additional info was requested. (B)(4).

Event description:
Adverse event(s): no pt impact (no consequences or impact to pt). Device problem(s): "the resistance in the syringe has increased" (difficult to advance). A facility reported that a lot of pressure was needed to get the product out of the syringe. Per reporter the resistance in the syringe has increased. Additional info has been requested.